Manufacturer narrative:
(B)(4). The ventilator and evaluated and the oxygen sensor cable assembly was replaced. The ventilator passed self tests.

Event description:
It was reported the ventilator did not pass oxygen sensor calibration. The ventilator was not on a patient at the time of the event.